Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, an embedded particulate matter in the eva structure was observed. The bag was then filled with saline solution and then filtered on a membrane. The results showed that the particle matter remained embedded into the eva material, and it did not detach. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Through examination of reserved samples, no deviations were observed. Based on the investigation, the reported issue was observed. While the defect was observed, an exact root cause could not be determined. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during raw material inspection, 1 particulate matter - embedded was located, causing a failure of raw material.